Event description:
On (B)(4): operator states they turned the system on and now the generator touchscreen is stating generator not communicating. She has cycled power multiple times without resolution. On (B)(4): product monitoring has made multiple attempts to contact customer for procedural and pt info, including a letter via (B)(4) to consumer with no success.

Manufacturer narrative:
Field service engineer (fse) went on site and checked operation of the system and found the system working with no problems. Fse checked system for proper operation per hut service manual and returned the unit to full service.